Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was seen with sparks coming out of the back of the unit. The unit was replaced with another to finish the case. Biomed took a look at the unit and powered it up and said it was getting power throughout the unit but wasn't showing the display screen or recreating the sparking issue. They changed the light source from another room to correct the light source that was having the issue. That would have resulted in a loss of light for the procedure. The estimated loss of light time would have been anywhere from four and a half minutes to seven and a half minutes.